Event description:
Pt alleges she rec'd implant approx 18 yrs ago and ever since then she has felt discomfort and the left side is "pasted to her". Pt also alleges she believes she has leakage, her left side has always given her trouble and she has pain. Pt also alleges her implants are very heavy and left side itches on the bottom and it dries up a lot.